Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. A partial lead was returned for analysis in 2 segments. Final analysis found external insulation abrasion breaching the optim sheath noted at 11.2 ¿ 11.4 cm from the connector pin, consistent with friction to the device can. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.